Event description:
Based on the results of the investigation the main coil was found to be broken. There was no consequences or impact to the patient.

Event description:
Based on the results of the investigation the main coil was found to be broken. There was no consequences or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device found the proximal contact was kinked. The main coil was examined under a microscope and was noted to be stretched. The distal part of the main coil and the form tip ball was not present. The main coil was noted to be broken. It is stated in the additional information that the coil was not advanced or retracted with force and all movements were slow and smooth, in a one-to-one motion. However, product analysis of the device showed that some force must have been applied to the main coil due to the condition of the returned device. Therefore the root cause was determined to be caused by handling of the device.